Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had a syncopal episode. A review of the stored episodes noted that since (B)(6) 2019 there has been a high volume of episodes due to oversensed noise. Current electrograms noted loss of capture (loc). A compromised lead is suspected. The lead was deactivated with surgical intervention pending. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).